Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked. It was further reported that solution was found at the side of the machine near the patient line holder. The exact location of the leak could not be determined. This was observed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previously submitted : date received by manufacturer which was submitted as 01/04/2019 but the correct date was 01/15/2019. Should additional relevant information become available, a supplemental report will be submitted.